Manufacturer narrative:
"Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was investigated by a maquet service technician and the patient side 3 way valve actuator was found to be defective and was replaced. Reference complaint (B)(4)."

Event description:
"On (B)(6) 2013, at the (B)(6) medical center, (B)(6), it was reported during routine preventative maintenance testing conducted by a maquet service technician that the patient side of the hcu 30 base unit 200-240v serial number (B)(4) was not cooling. Reference complaint (B)(4)."